Manufacturer narrative:
The cardiomems power cord was received for evaluation. No anomalies were found during visual inspection and the device functioned properly during evaluation. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported the unit not powering on and sparking. The sparks reportedly were coming from the power cord to the pillow. The unit was replaced to resolve the issue. There were no adverse patient consequences.